Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the setscrew marks on the connector pin were too proximal, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a device change, defibrillation threshold testing was unsuccessful using the chronic right ventricular (rv) lead. Three shocks failed, and external rescue was required. The lead had high impedance on the high voltage coils, and fracture was suspected. It was also noted that the lead placement and amount of slack was not optimal due to physiological changes in the patient since implant. The lead was subsequently explanted and replaced two days later. No further patient complications have been reported as a result of this event.